Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a pump error recur after rewind and a bolus program. The insulin pump did not pass the self test. The insulin pump will return. Nothing further reported.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed self-test and displacement test. Pump error confirmed in insulin pump history with variable (003) due to broken trace at keypad assembly. Unit was received with faded serial number label. Unit was received with minor scratched display window, case and keypad overlay.